Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device was discarded at the facility and, therefore, was not available for direct analysis by gore. It should be noted the gore® excluder® iliac branch endoprosthesis instructions for use (IFU) states ¿do not continue advancing and withdrawing any portion of the delivery system if resistance is felt during advancement of the guidewire, sheath, or catheter. Stop and assess the cause of resistance. Vessel or catheter damage may occur.¿ per IFU, adverse events that may occur and/or require intervention include, but are not limited to, occlusion of device or native vessel.

Event description:
On (B)(6) 2021, the patient underwent endovascular treatment of abdominal aortic, bilateral internal iliac, and left common iliac artery aneurysms using gore® excluder® aaa endoprostheses. According to the report, the physician planned to embolize the left internal iliac artery and treat the right side with gore® excluder® iliac branch endoprostheses. During the procedure, the iliac branch component was implanted on the right side, and an internal iliac component was implanted in the right internal iliac artery. Upon withdrawal of the internal iliac component delivery catheter, resistance was reportedly felt at the junction site of the iliac branch component. The source of the resistance was not known. When the catheter was pulled again, the delivery system could be removed, but the tip of the catheter (leading olive and graft mounted catheter part) was reportedly broken. A snare catheter was inserted in an attempt to remove the broken catheter tip, but the tip had reportedly moved into the distal inferior gluteal artery. It was reported the snare catheter could not be advanced into the inferior gluteal artery, and the tip of the catheter remained inside the patient. A type ib endoleak was reportedly observed at the distal end of the internal iliac component. An additional internal iliac component was implanted to extend into the superior gluteal artery and the inferior gluteal artery was covered. The procedure was completed without any further reported complications. The gore® excluder® internal iliac component will not be returned from the facility and, therefore, will not be available for direct analysis by gore.